Manufacturer narrative:
Follow-up #1: date of submission 02/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2017 with the following findings: a review of the pump black box data revealed no evidence of a rewind issue. During testing, the rewind, load, and prime steps were completed successfully with no duplicated rewind issues. A cartridge was inserted into the cartridge compartment following the rewind step and fit properly. No debris was observed inside the cartridge compartment. The complaint was not duplicated, and no defect was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the piston rod inside the cartridge compartment would not retract. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to properly load a cartridge.